Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable event of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. It was also noted that the ligator head returned with six bands attached and the remained part of one broken band was overlapped. The trip wire was not secured, and the slack was not taken up correctly. Media inspection also confirmed these problems. Further examination showed that the ligator head teeth were damaged and suture hole was damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other problems with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle assembly and the slack was not taken up correctly. Failure to follow these steps can cause the trip wire to slip through the handle assembly during deployment and cause an inaccurate deployment of bands and damage to the ligator head. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal vein ligation procedure performed on (B)(6) 2021. During the procedure, a varicose vein required to be ligated and the device was assembled following the aforementioned indications; however, when they begin to release the bands, they ovelapped each other which caused that none could be placed. The procedure was completed with another speedband superview super 7 device. Additional, there was no difficulty experienced upon setting up the device. There were no patient complicatins reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal vein ligation procedure performed on (B)(6) 2021. During the procedure, a varicose vein required to be ligated and the device was assembled following the aforementioned indications; however, when they begin to release the bands, they ovelapped each other which caused that none could be placed. The procedure was completed with another speedband superview super 7 device. Additional, there was no difficulty experienced upon setting up the device. There were no patient complication reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.